Event description:
The night following a premature ventricular contraction procedure, a pericardial effusion occurred resulting in expiration of the patient 5 days later. The patient had ischemic heart disease and a reported aneurysm in the ascending aorta. During the procedure, no particular events were noted. A retro aortic approach was used. No adverse events occurred during the procedure. Later that evening, the patient experienced pain and a 7 mm pericardial effusion was confirmed with an echocardiogram, which remained stable until friday, september 26. On the day after the procedure, a CT scan with contrast was performed and was negative. Two days later, while still hospitalized, the patient went into atrial fibrillation, which lasted two days. On this occasion, heparin was administered. On saturday, september 27, no echocardiogram was performed, but the patient appeared stable. On sunday, after eating, the patient reported severe chest pain and an acute cardiac tamponade was detected. Everything possible was done, but the patient passed away. There were no alleged performance issues with any abbott devices and the physician does not allege that the event was related to the tactiflex catheter. It is unknown what caused the pericardial effusion.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of pericardial effusion and patient expiration was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, the cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.